Event description:
Initial reporter indicated that their handheld power cord was broken. Wear and tear is suspected to have caused the power cord to break. The power cord will not be returned for analysis.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.